Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently give an audible alarm and that the keypad was unresponsive. In this state defibrillation therapy might not be able to be provided, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
At this time, the customer has not agreed to return the device for the investigation. The device is locked inside a third party cabinet, and the customer is unable to gain access to the device for servicing. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned.

Event description:
The customer contacted physio-control to report that their device would intermittently give an audible alarm and that the keypad was unresponsive. In this state defibrillation therapy might not be able to be provided, if it were needed. There was no report of patient use associated with the reported event.